Event description:
Healthcare professional reported patient experienced "a [left side] swollen breast about 3x normal size." Healthcare professional reported left side textured implant removal and a "good possibility [the patient] has bia-alcl." Healthcare professional later reported "confirmed bia-alcl." The device has been explanted. Healthcare professional reported that pathology report is pending. Histopathological markers have not been received.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "bia-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl.